Event description:
Reporter states that for the second time this month, they noticed a foreign matter on the product.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A return sample for evaluation is expected. No additional information has been provided to date. Should additional information become available a follow up report will be submitted.